Manufacturer narrative:
We checked the returned unit and confirmed that the image vertical lines. Based on the result, we concluded that it was caused due to the excessive force applied on the image device. In addition, we confirmed that the lg cable connector fluid damage, the light guide cable coating damage, the light guide cable leak, and the insertion flexible tube (ift) dented; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.